Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the device was replaced with broken flange gripper retainer, rear case, latch module, crack front cover, left handle, lock label, barrel clamp, front door and rear door, discolored flange gripper, worn wiper seal and contaminated left iui. Based on the findings, service determined that the probable root cause of the reported issue was due to the customer damage of the syr/pca pl flg gripper rtnr. A review of the device history record for sn: (B)(6) was performed, which showed the device had a manufacture date of 13sep2007 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.